Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 5 involved in this event. A review of all batch record documents was performed for h12e29053, h12h31095, h12e21068, and h12j03034 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer, with supplemental information by a nurse, in the USA of peritonitis in a female patient coincident with unknown dianeal therapy. During a call with baxter customer service, the following information was provided. On an unreported date, the patient was diagnosed with peritonitis, however the treatment was not reported. The patient was recovering. The event of peritonitis was reported to be unrelated to the baxter products.

Manufacturer narrative:
(B)(4). The problem was not confirmed, as no sample was available. The cause of the peritonitis could not be determined, as no device malfunction nor use error was identified during the report.